Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus or basal delivery. The customer's blood glucose was 300 mg/dl. The insulin pump had reportedly been exposed to a strong magnetic field. The customer was advised to disconnect from the insulin pump. During manual prime, a prime rewind alarm was received and insulin squirted out. No numbers appeared on the screen and the insulin pump did not beep. It was not possible to leave the priming process. The insulin pump was reportedly not bumped, dropped, or exposed to moisture. The drive support cap did not appear to be damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).